Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient complains of discomfort in their ins pocket for approximately six months. The rep will be meeting with the patient on (B)(6) 2019 to troubleshoot the device. No further complications were reported. No additional patient symptoms were reported. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s discomfort was due to the loss of over 100pounds that had made his ins pocket loose and uncomfortable. The rep reported that the patient was going to be scheduled at some time to have the device removed. The rep reported that hopefully the source of pain would be resolved once the device is removed. The rep reported that they were meeting with the patient on the day of the report to discuss removal of the ins only and effects to MRI. The rep also reported that the patient wasn¿t needing to use stimulation anymore due to the weight loss. No further complications were reported. Additional information was received from the rep. It was reported that patient wanted ins removed due to weightloss, ins moving around and patient was no longer in pain.